Manufacturer narrative:
E1: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had an endoscope communication error e226. The issue was found during the middle of a therapeutic laparoscopic cholecystectomy procedure that was completed with a similar device. There were no reports of patient harm.